Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's ipg was deemed inoperable following an unrelated surgical procedure. It was also reported that the device may not have been placed in surgery mode prior to the surgery.

Event description:
Follow up revealed that the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced. Therapy was restored post-op.